Event description:
Healthcare professional reports patient admission to hospital for gastrointestinal (gi) bleed with subsequent blood transfusion. Patient's therapeutic range is 2.0-3.0 inr. On (B)(6) 2012, patient tested with protime in the physician's office with a result of 3.6 inr. Patient indicated that he had observed black tarry stools. Physician noted this was indicative of gi bleeding and was confirmed by a positive occult blood test. On the same day, patient was admitted to the hospital. Inr tested at the hospital was noted to be significantly higher than the protime result; the exact laboratory result was not provided. Patient also found to have blood in urine. Endoscopy procedure was performed and a diagnosis of erosive gastritis was determined. Patient was administered vitamin k and a unit of transfused packed red blood cells to treat the bleeding. Patient was discharged from the hospital on (B)(6) 2012 with no further incident and has remained stable without further complications. Physician office noted they have not experienced any result-related issues with any other patients.

Manufacturer narrative:
(B)(4). Customer reported two cuvette lot numbers, h2kwc071 and h2kwc072, but was unable to verify which lot was used during testing. Method: no ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specification. Itc has requested all data required for form 3500a.